Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer will continue using the current pump with manual injections as backup therapy. Technical support confirmed the shipping address and advised the caller to put the pump into storage mode before returning it, as well as complete several steps upon receiving the replacement pump. The replacement pump was sent, and arrangements were made for the problematic pump to be returned to tandem using a return box and pre-paid label.